Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-07559 and 2134265-2015-07793. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an atlantis sr pro2 imaging catheter an atlantis sr pro2 imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. Upon pullback, automatic pullback failed halfway and then image disappeared. Also, the touch screen control panel and mouse froze. Ilab was rebooted which resolved the issue. The procedure was completed with a different device. No patient complications reported and patient's status is good.